Event description:
It was reported that the cartridge was leaking from an unspecified area. There was no reported impact to the customer¿s blood glucose level. No corrective actions, troubleshooting steps, or product replacement were reported, and no additional information was received regarding outcome of event.